Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He0132a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and hot flashes. In (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / excessive bleeding"), allergy to metals ("nickel sensitivity"), feeling abnormal ("brain fog"), fatigue ("chronic fatigue"), mood swings ("mood swings"), abdominal distension ("bloating"), rash ("rashes"), constipation ("constipation"), headache ("headache"), depression ("depression"), irritability ("irritability") and dyspepsia ("digestive issure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpiangectomy & cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, feeling abnormal, fatigue, weight increased, mood swings, abdominal distension, rash, constipation, headache, depression and dyspepsia outcome was unknown. The reporter considered abdominal distension, allergy to metals, constipation, depression, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, irritability, mood swings, pelvic pain, rash and weight increased to be related to essure. The reporter commented: right -3, left-2 trailing coils. Batch no he0132a production date 2017-04-04, expiration date 2020-04-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He0132a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and hot flashes. In (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/excessive bleeding"), allergy to metals ("nickel sensitivity"), feeling abnormal ("brain fog"), fatigue ("chronic fatigue"), mood swings ("mood swings"), abdominal distension ("bloating"), rash ("rashes"), constipation ("constipation"), headache ("headache"), depression ("depression"), irritability ("irritability") and dyspepsia ("digestive issure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpiangectomy & cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, feeling abnormal, fatigue, weight increased, mood swings, abdominal distension, rash, constipation, headache, depression and dyspepsia outcome was unknown. The reporter considered abdominal distension, allergy to metals, constipation, depression, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, irritability, mood swings, pelvic pain, rash and weight increased to be related to essure. The reporter commented: right -3, left-2 trailing coils. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.